Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent cystocele repair with anterior elevate mesh augmentation, sacrospinous fixation and rectocele repair due to vaginal vault prolapse and stress urinary incontinence. It was reported that she experienced pain, infection, bleeding, recurrence, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ undefined recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced atrophic vaginitis and vaginal bleeding.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair with anterior elevate mesh augmentation, sacrospinous fixation, and rectocele repair.